Event description:
One patient with discrepant parathyroid results which do not fit the clinical picture. Six samples from one patient were provided. Sample 1, 2008, initial result 10.74 pmol, repeated twice giving 10.69 and 9.98 pmol/l, repeated twice giving 10.69 and 9.98 pmol, sample 2, same day, initial result 14.85 pmol/l, repeated three times giving 3.34, 13.94 and 3.54 pmol/l. Sample 3, same day, initial result 14.56 pmol/l, repeat 15.12 pmol/l. Sample 4, the next day, initial result 18.88 pmol/l, repeat 5.75 pmol/l. Sample 5, same day, initial result 18.23 pmol/l, repeat 18.00 pmol/l. Sample 6, the same day, initial result 10.89 pmol/l, repeat 10.70 pmol/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.